Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The e1 "telephone number" and g2 fields were corrected based on information available at the initial report submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The e433 occurred due to high voltage power supply (hvps) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e433 error message was caused either by a defective foot switch or by a user error. However, a definitive root cause cannot be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: bad monitor display. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit had an e433 error. It is unknown when the reported issue occurred. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.